Event description:
It was reported that the device's battery was not charging.

Manufacturer narrative:
The reported renasys device was received for evaluation at our testing facility. A visual inspection was performed on the exterior of product and damage was observed on the outer casing and the unit was omitting an odor. The reported complaint could not be replicated during the functional evaluation. All functions were tested and performed as expected and everything was working within specification, device arrived with a 15% charge and was then charged to 100% without issue. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.